Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 650 mg/dl. The infusion set had a bent cannula that led him to go to the hospital. The customer's blood glucose level was treated with insulin drip. The device was not returned.